Manufacturer narrative:
The investigation for the reported purge leak has been completed. The product was not returned. However, clinical details was sufficient to determine the root cause. The root cause of the damaged sidearm is most likely due to use as the clinical stated that is occurred most likely due to transport to the ICU. The instructions for use referenced in the initial report is from IFU for impella cp with smartassist for use during cardiogenic shock and high risk cpi, section: cleaning. A1-added patient identifier. D4-updated model number. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The complainant reported that the purge system broke between the purge reservoir and filter impeding purge solution flow. It was believed it might have happened when the patient was transported from or to ICU. Therefore, the patient was taken back to the cath lab for impella exchange.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.